Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire was difficult to load into the catheter and then became stuck in the catheter after insertion into the patient. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall isolation (pwi) a farawave pulsed field ablation catheter was used. During preparation of the catheter it was difficult to insert a guidewire into it, but it was able to be inserted. After the catheter was inserted into the patient the guidewire was not moving smoothly through the catheter lumen and it got stuck multiple times. The guidewire was able to be removed from the catheter, and inspection of the guidewire showed no kinks or damage. The catheter was replaced and the procedure was completed. Use of the replacement catheter to perform a pwi constituted off-label use of the device, as it is indicated for pvi per the instructions for use (IFU). No patient complications were reported. The device is expected to be returned for analysis.